Manufacturer narrative:
The reported issue was confirmed. Root cause was not able to be isolated as unit was not evaluated. Five of the 6 sets of valves were getting inlet pressure (ip) of -5.0. Had the biomed cycle all the valves open and shut to ensure they were fully closed and that resolved the issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the serial number is unknown. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that they were doing the 6-month preventive maintenance on and the flow rate (fr) test was not passing, 5 of the 6 sets of valves were getting inlet pressure (ip) of -5.0, had the biomed cycle all the valves open and shut to ensure they were fully closed and that resolved the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that they were doing the 6-month preventive maintenance on and the flow rate (fr) test was not passing, 5 of the 6 sets of valves were getting inlet pressure (ip) of -5.0, had the biomed cycle all the valves open and shut to ensure they were fully closed and that resolved the issue.